Event description:
During a pcnl procedure while using the flexible scope, the surgeon got shocked in palm of hand. There was a laser fiber in the channel, but laser was not activated at the time. The surgeon had two pairs of gloves on, no holes were noted in the gloves, no external injuries on hands. The other products used in this procedure was the (B)(4), which is also being reported on MFR report #1218764-2011-00003.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.